Event description:
It was reported that the patient had been rewarming to 37c at 5:30 am in the arctic sun device, but the patient was still 36.3c. Nurse did not know what to do get patient to target. Nurse confirmed patient temperature was 36.3c, water temperature was 38.9. Flow rate was 4.2, pads large were used with exposed abdomen. Nurse stated that event log showed alarm 105 (cool patient end). System diagnostics showed outlet monitor temperature (t1) was 38.5c, outlet control temperature (t2) was 38.4c, inlet temperature (t3) was 38.1c, chiller temperature (t4) was 4.0c, inlet pressure was -7.0, circulation pump command was 91 percent, mixing pump command was 0 percent, heater command was 3, water reservoir level was 5, system hours were 291 and pump hours were 254. Mss asked the nurse to drain 500ml from right drain port. And to check rewarm settings, and adjusted rewarm from to patient current temperature, at a rate of 0.25c/hr, to 37.0c. Nurse placed device in manual control at 40c, outlet monitor temperature (t1) was 38. 9c, inlet pressure was -6.9 psi, circulation pump command was 91 percent, mixing pump command was 0 percent, heater command was 100 percent. Nurse disabled manual control and started rewarming in automatic mode. Device now appeared to be working correctly after draining 500ml. Mss discussed regarding overfill and advised to add universal to exposed abdomen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been rewarming to 37c at 5:30 am in the arctic sun device, but the patient was still 36.3c. Nurse did not know what to do get patient to target. Nurse confirmed patient temperature was 36.3c, water temperature was 38.9. Flow rate was 4.2, pads large were used with exposed abdomen. Nurse stated that event log showed alarm 105 (cool patient end). System diagnostics showed outlet monitor temperature (t1) was 38.5c, outlet control temperature (t2) was 38.4c, inlet temperature (t3) was 38.1c, chiller temperature (t4) was 4.0c, inlet pressure was -7.0, circulation pump command was 91 percent, mixing pump command was 0 percent, heater command was 3, water reservoir level was 5, system hours were 291 and pump hours were 254. Mss asked the nurse to drain 500ml from right drain port. And to check rewarm settings, and adjusted rewarm from to patient current temperature, at a rate of 0.25c/hr, to 37.0c. Nurse placed device in manual control at 40c, outlet monitor temperature (t1) was 38. 9c, inlet pressure was -6.9 psi, circulation pump command was 91 percent, mixing pump command was 0 percent, heater command was 100 percent. Nurse disabled manual control and started rewarming in automatic mode. Device now appeared to be working correctly after draining 500ml. Mss discussed regarding overfill and advised to add universal to exposed abdomen. Per follow up information received on 31aug2022, nurse stated that the therapy was completed with no further issues and no impact to patient.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.